Manufacturer narrative:
Field service on site found no issues other than the power cord keeper was loose. Loctite was applied and retightened. Root cause was inconclusive as the reported problem was not duplicated. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility reported the stellaris system shut down during surgery. The staff checked the power cord and didn''t see any issues. They powered it back on and seemed to be working. ((B)(4)).